Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving vibratory alert. Non sustained right ventricular oversensing was initially noted on the implantable cardioverter-defibrillator. However, high capture thresholds and loss of capture were observed followed by a native r-wave. Programming change was made. The patient had an underlying rhythm and was stable before, during and after the event.